Event description:
The pt never experienced therapeutic effect from neurostimulation therapy. The implantable neurostimulator was turned off. The device was implanted at the pt's belt line and began to itch. The device was explanted. The pt was no longer having problems with the system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).